Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device expiration date: unknown.z device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.6. Investigation summary: customer returned (1) open 6mm pen needle without the tear drop label or outer cover. Customer states that the rear cannula is broken. The returned pen needle was examined and exhibited a bent non patient end of the cannula. Unable to perform DHR check due to an unknown lot number for broken cannula npe. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause is user related as the non patient end of the cannula was bent during use of the product by the customer. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported while using an unspecified bd pen needle that rear cannula end is broken. The following information was provided by the initial reporter: rear cannula end is broken + gets stuck.